Manufacturer narrative:
A ge service representative performed an onsite investigation. The customer was instructed on a software workaround for the reported issue.

Event description:
The customer reported that some of the thumbnail images could not be retrieved from the image directory. No patient injury was reported.